Manufacturer narrative:
(B)(4). Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a shock impedance measurement of zero. All other measurements were good and stable. In clinic testing did not reveal any anomalies. Additional troubleshooting found the measurement occurred due to electromagnetic interference (emi). No adverse patient effects were reported.